Event description:
Literature was reviewed regarding MRI safety in patients with abandoned temporary epicardial pacing wires: an eight-year retrospective study. The study population included 54 patients who were predominantly male with a mean age of 47 ± 14 years old. Multiple manufacturer¿s devices were implanted in the study population; patients were implanted with a medtronic bipolar coaxial 6495 temporary epicardial pacing wires (tepw). It was reported that a minor adverse event occurred during a 1.5t cervical spine MRI in a patient with abandoned medtronic bipolar coaxial 6495 tepw retained for 215 days. ¿the minor adverse event was char­acterized as a subjective burning sensation over the chest immediately after the localizer sequence, during the acquisi­tion of sagittal t2-weighted turbo spin echo sequence¿. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: jordan h. Chamberlin., et al. MRI safety in patients with abandoned temporary epicardial pacing wires: an eight-year retrospective study. The international journal of cardiovascular imaging 1¿10 2025. 10.1007/s10554-025-03482-y. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.